Event description:
A peritoneal dialysis patient reported a fluid leak around the catheter when she was put on manuals. The patient cancelled treatment and notified the clinic. On (B)(6) 2013 the patient came in with cloudy effluent, abdominal pain, and yeast growth. The patient's pd fluid tested positive for fungal peritonitis. The nurse did not know if it was due to touch contamination since it was a fungal peritonitis. The peritoneal dialysis nurse stated that after further investigation, the catheter leak did not occur.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. A manufacturing review was performed of the products shipped to the dialysis center during a three month time frame for lot numbers received. Record review was performed on all identified lots since there was no indication as to what lots could have been potentially used during treatment. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. A supplemental report will be submitted upon completion of the manufacturer's physician assessment of the reported information.